Event description:
Reporter alleged customer obtained discrepant blood glucose of 272 mg/dl back to back with a result of 69 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.